Event description:
It was reported during the implant procedure that the lead was not used due to high impedances and high thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however the defib conductoer was distorted and blood was note din the helix mechanism.